Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all baseline testing performed. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed, and the device was explanted. Additional information received indicates that the patient complains of erythema and pain at the incision site and was treated with oral antibiotics. The patient was admitted due to hypotension, septic shock, sepsis and there was also purulent discharge at the incision site which was drained. No additional adverse patient effects were reported.